Manufacturer narrative:
(B)(4). Instradent USA, inc is submitting the report on behalf of (B)(4).

Event description:
(B)(4). The dentist decided to remove the implant surgery time because it did not achieved primary stability. The stability was not achieved even with implant replacement. Implant was installed in intraoral region #7 and patient had bone type iii.